Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has a service indicator present and will intermittently cycle power by itself. The customer further advised that there have also been instances where the device would not complete the boot-up cycle. There was no patient use associated with the reported event. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. The removed user interface pcb assembly was an ancillary part and there were no failures of the assembly.